Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of rash erythematous ("pruritic erythematous skin rash in plaques with random fleeting localisation") and polyarthritis ("multiple joint pain with inflammatory time pattern") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced rash erythematous (seriousness criteria hospitalization and intervention required), polyarthritis (seriousness criterion hospitalization) and asthenia ("asthenia"). The patient was hospitalized on (B)(6) 2017. The patient was treated with surgery (essure scheduled on (B)(6) 2017). At the time of the report, the rash erythematous and asthenia outcome was unknown and the polyarthritis had not resolved. The reporter provided no causality assessment for asthenia, polyarthritis and rash erythematous with essure. The reporter commented: multiple joint pain with inflammatory time pattern starting four years ago, pruritic erythematous skin rash in plaques with random fleeting localisation lasting 30 minutes and asthenia. Most recent follow-up information incorporated above includes: on 7-apr-2017: essure stop date added and nca number received ((B)(4)). Company causality comment: this medically confirmed report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pruritic erythematous skin rash in plaques with random fleeting localisation and multiple joint pain with inflammatory time pattern (as per follow-up; interpreted as polyarthritis). Removal of essure was scheduled, approximately 6 years after the placement. The events were serious due to hospitalization. Rash is anticipated according to the reference safety information of essure, polyarthritis is unanticipated. The essure inserts consist of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity. The manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, no anamnestic information was provided on allergy to metals or general allergic predisposition, nor were results of allergy tests reported. Nevertheless, given the nature of the event, a causal role of essure for the erythematous rash cannot be ruled out (related). Regarding the inflammatory joint condition, considering the local action of essure in the fallopian tubes, a causality is considered unlikely (unrelated). This case was classified as incident because of planned device removal. A product technical analysis is expected.

Manufacturer narrative:
This case was initially received from a physician via a pharmacist at the regulatory authority health authorities ansm (reference number: (B)(4)) on 28-feb-2017 (ansm duplicate number (B)(4) received on 5-apr-2017, and transferred after duplicate detection to this case with the most recent information on 26-apr-2017): this spontaneous case was reported by a physician and describes the occurrence of rash erythematous ("pruritic erythematous skin rash in plaques with random fleeting localisation lasting 30 minutes"), arthralgia ("multiple joint pain with inflammatory time pattern for 4 years") and polyarthritis ("multiple joint pain with inflammatory time pattern for 4 years") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity (since adolescence intolerant to contact with costume jewellery which strongly suggests contact allergy to nickel), breast lump (benign), breast lump removal nos in 2007, tenosynovitis, wrist surgery, ligament repair (ligament repair on shoulder on two occasions) and ligament disorder. Previously administered products included for an unreported indication: beta blocker. Past adverse reactions to the above products included extrasystoles with beta blocker. In (B)(6) 2011 (two dates provided), the patient had essure inserted. In 2011, the patient experienced rash erythematous (seriousness criteria hospitalization and intervention required), arthralgia (seriousness criterion hospitalization), polyarthritis (seriousness criterion hospitalization) and asthenia ("asthenia"). On an unknown date, the patient experienced burning sensation ("burning sensation on the palms") and drug dependence ("corticosteroid dependency"). The patient was hospitalized on (B)(6) 2017. The patient was treated with prednisone and surgery (laparoscopic bilateral salpingectomy, essure removed due to medical reasons). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the rash erythematous, arthralgia, burning sensation and drug dependence had resolved. At the time of the report, the polyarthritis and asthenia outcome was unknown. The reporter considered arthralgia, polyarthritis and rash erythematous to be related to essure. The reporter provided no causality assessment for asthenia, burning sensation and drug dependence with essure. The reporter commented: on (B)(6) 2017, at rheumatology unit, physician found multiple joint pain in knees, ankles, wrists and elbows was presented, with inflammatory time pattern that started four years ago soon after placement of the essure in (B)(6) 2011, worsening in 2012, clear aggravation since (B)(6) 2015, also pruritic erythematous skin rash in plaques with random fleeting localisation lasting 30 minutes and asthenia. Patient was hospitalized. Removal of essure on (B)(6) 2017, joint pain, the skin rash and burning sensation on the palms immediately resolved. Tests on removed coils were performed. Diagnostic results: on (B)(6) 2017: allergy tests on removed essure coils: -colorimetry/spot test for nickel: entirely negative on the various parts of each insert, which indicates that the quantity of nickel released is less than (not reported) -patch tests (standard european battery, which contains among other metals, nickel, and with another battery of metals that contains, among others, titanium, which is the second metal present in the alloy nitinol used to make the inserts): a reading at 48-72 hours (no result reported). Most recent follow-up information incorporated above includes: on 26-apr-2017: it was detected that this was a duplicate to bayer record no. (B)(4) (reported by a physician via ansm (ansm# (B)(4)) on 5-apr-2017). Report was transferred to this case (B)(4), duplicate ((B)(4)) will be deleted. Also on 26-apr-2017, physician returned "questionnaire-essure device removal": history added (resection of breast nodule, tenosynovitis, ligament repair twice, ectopic beats beta-blockers stopped). Essure placed in (B)(6) 2011, removed on (B)(6) 2017 via laparoscopic bilateral salpingectomy went well. Start date of event(s): "multiple joint pain with inflammatory time pattern" (split to joint pain and polyarthritis) and skin rashes" (start 2011), worsened 2012, marked worsened in 2016, considered related to essure by physicians. Joint pain led to corticosteroid dependency (prednisone). Joint pain, burning sensation on palms (new event) resolved. Allergy tests reported. On 27-apr-2017: no new information. Company causality comment: this medically confirmed report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pruritic erythematous skin rash in plaques with random fleeting localisation lasting 30 minutes and multiple joint pain with inflammatory time pattern for 4 years (as per follow-up; interpreted as arthralgia and polyarthritis). Essure was removed, approximately 6 years after the placement. The events were serious due to hospitalization. Rash is anticipated according to the reference safety information of essure, arthralgia and polyarthritis is unanticipated. The essure inserts consist of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity. The manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, it was reported that since adolescence intolerant to contact with costume jewellery which strongly suggests contact allergy to nickel. Given the nature of the event, a causal role of essure for the erythematous rash cannot be ruled out (related). Regarding the inflammatory joint condition, considering the local action of essure in the fallopian tubes, a causality is considered unlikely (unrelated). This case was classified as incident because device removal was required. A product technical analysis is expected.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of rash erythematous ("pruritic erythematous rash") and arthralgia ("multiple joint pain with inflammatory time pattern") in an adult female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. In 2012, the patient experienced arthralgia (seriousness criterion hospitalization). On an unknown date, the patient experienced rash erythematous (seriousness criteria medically significant and clinically significant/intervention required) and asthenia ("asthenia"). The patient was treated with surgery (essure removal planned for (B)(6) 2017). At the time of the report, the rash erythematous and asthenia outcome was unknown and the arthralgia had not resolved. The reporter provided no causality assessment for rash erythematous, arthralgia and asthenia with essure. The reporter commented: multiple joint pain with inflammatory time pattern starting four years ago, pruritic erythematous skin rash in plaques with random fleeting localisation lasting 30 minutes and asthenia. Most recent follow-up information incorporated above includes: on 14-mar-2017: information from pharmacist - new events and scheduled intervention were reported. Company causality comment: this medically confirmed report refers to female patient who had essure (fallopian tube occlusion insert) inserted and experienced pruritic erythematous rash and multiple joint pain with inflammatory time pattern. According to the reporter, essure removal is scheduled. Hospitalization was also reported. Rash is anticipated according to reference safety information for essure, while joint pain is unanticipated. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, no information was provided about consumer's historical/concomitant conditions (such as nickel allergy) and drugs. Nevertheless, given the nature of the event, an allergic reaction to essure cannot be ruled out. Regarding the reported joint pain, considering essure local action into the fallopian tubes causality is considered unlikely. This case was upgraded to incident upon follow-up, since device removal will be required. A product technical analysis and further information are expected.

Manufacturer narrative:
This case was initially received via regulatory authority health authorities (B)(4) (reference number: (B)(4)) on 28-feb-2017. The most recent information was received on 27-apr-2017. This spontaneous case was reported by a physician and describes the occurrence of rash erythematous ("pruritic erythematous skin rash in plaques with random fleeting localisation lasting 30 minutes"), arthralgia ("multiple joint pain with inflammatory time pattern for 4 years") and polyarthritis ("multiple joint pain with inflammatory time pattern for 4 years") in a (B)(6) -year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity (since adolescence intolerant to contact with costume jewellery which strongly suggests contact allergy to nickel), breast lump (benign), breast lump removal nos in 2007, tenosynovitis, wrist surgery in 2005, ligament repair (ligament repair on shoulder on two occasions), ligament disorder, knee pain (knee pain with nocturnal awakening and onset of pain in other joints.) In 2001 and joint pain in 2001. Previously administered products included for an unreported indication: beta blocker. Past adverse reactions to the above products included extrasystoles with beta blocker. In(B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced rash erythematous (seriousness criteria hospitalization and intervention required), arthralgia (seriousness criterion hospitalization), polyarthritis (seriousness criterion hospitalization) and asthenia ("asthenia"). In (B)(6) 2017, the patient experienced influenza like illness ("flu-like episode"). On an unknown date, the patient experienced burning sensation ("burning sensation on the palms"), drug use disorder ("corticosteroid dependency"), spinal flattening ("loss of cervical lordosis"), spinal osteoarthritis ("posterior facet joint osteoarthritis"), interspinous osteoarthritis ("disk osteoarthritis at c5-c6, c6-c7 and c7-c8"), tenosynovitis ("effusion around the sheath of the finger extensor tendons in left wrist, grade-2 synovitis on b-mode, in wrists and ankles") and patellofemoral pain syndrome ("knee pain, suggesting a patellofemoral pain syndrome"). The patient was hospitalized on (B)(6) 2017. The patient was treated with prednisolone (solupred [prednisolone]), cortisone, ibuprofen, panadeine co (dafalgan codeine), ketoprofen (bi-profenid), naproxen, proton pump inhibitors and surgery (laparoscopic bilateral salpingectomy, essure removed due to medical reasons). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the rash erythematous, arthralgia, burning sensation and drug use disorder had resolved. At the time of the report, the polyarthritis, asthenia, influenza like illness, spinal flattening, spinal osteoarthritis, interspinous osteoarthritis, tenosynovitis and patellofemoral pain syndrome outcome was unknown. The reporter considered arthralgia, polyarthritis and rash erythematous to be related to essure. The reporter provided no causality assessment for asthenia, burning sensation, drug use disorder, influenza like illness, interspinous osteoarthritis, patellofemoral pain syndrome, spinal flattening, spinal osteoarthritis and tenosynovitis with essure. The reporter commented: on (B)(6) 2017, at rheumatology unit, physician found multiple joint pain in knees, ankles, wrists and elbows was presented, with inflammatory time pattern that started four years ago soon after placement of the essure in (B)(6) 2011, worsening in 2012, clear aggravation since (B)(6) 2015, also pruritic erythematous skin rash in plaques with random fleeting localisation lasting 30 minutes and asthenia. Patient was hospitalized. Removal of essure on (B)(6) 2017, joint pain, the skin rash and burning sensation on the palms immediately resolved. Tests on removed coils were performed. Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: negative (normal). C-reactive protein - on (B)(6) 2017: 10 mg/l; in (B)(6) 2017: 18 mg/l (elevated). Dna antibody - on an unknown date: negative (normal). Rheumatoid factor - on an unknown date: negative (normal). In 2005: pathological anatomy examination for left tenosynovitis: negative on unknown date: x-rays of the hands, feet and ankles: unremarkable. X-ray of the lumbar spine: posterior facet joint osteoarthritis. X-ray of the cervical spine: loss of cervical lordosis and disk osteoarthritis at c5-c6, c6-c7 and c7-c8. Ultrasound scan in the community: effusion around the sheath of the finger extensor tendons in the left wrist. On (B)(6) 2017: examination: pain at around 7 on the visual analogue scale. Morning limbering up takes 30 minutes despite cortisone 20 mg. She reported nocturnal awakenings at 3:00 am. Clinically, the wrists were slightly boggy. I noted, in particular, bilateral ankle swelling, more marked on the left. She had knee pain, mechanical in nature, on her first steps and when descending stairs, which suggested a patellofemoral pain syndrome. Ultrasound of the wrists and ankles: grade-2 signal on doppler mode with grade-2 synovitis on b-mode, in wrists and ankles. Suggestion: switch her corticosteroid therapy to cortancyl, prescribed her with sessions of physiotherapy for strengthening of the vastus medialis for her patellofemoral pain syndrome on (B)(6) 2017: allergy tests on removed essure coils: -colorimetry/spot test for nickel: entirely negative on the various parts of each insert, which indicates that the quantity of nickel released is less than (not reported) -patch tests (standard european battery, which contains among other metals, nickel, and with another battery of metals that contains, among others, titanium, which is the second metal present in the alloy nitinol used to make the inserts): a reading at 48-72 hours (no result reported). Most recent follow-up information incorporated above includes: on 27-apr-2017: med. Records of (B)(6) 2017, history update: 2001: first visit due to knee pain with nocturnal awakening and onset of pain in other joints. 2012: visit again due to the persistence of pain. No evidence of inflammatory rheumatism. Left tenosynovitis, operated in 2005, pathological anatomy exam. Negative. Stopped taking cortisone on (B)(6) 2017, ibuprofen, dafalgan codeine (knocks her out). Corticost. Use effective at 10mg, recurr. Of symptoms below this dose. No joint swelling, no ankle pain currently. Lab. Tests added. Record of (B)(6) 2017: addit. Drugs bi-profenid, ibuprofen and naproxen, loss of efficacy and gi intolerance despite proton-pump inhibitor. Solupred use since (B)(6) 2016, tapered off. Immune work-up, exam of images negative, crp at 18 mg/l in mid-(B)(6), after flu-like episode. Scan results: terms extracted: osteoarthritis terms, spinal flattening, patellofemoral pain syndrome, synovitis, no cause. Assessed. Company causality comment: this medically confirmed report refers to a (B)(6) -year-old female patient who had essure (fallopian tube occlusion insert) inserted and experienced pruritic erythematous skin rash in plaques with random fleeting localisation lasting 30 minutes and multiple joint pain with inflammatory time pattern for 4 years (as per follow-up; interpreted as arthralgia and polyarthritis). Essure was removed, approximately 6 years after the placement. The events were serious due to hospitalization. Rash is anticipated according to the reference safety information of essure, arthralgia and polyarthritis is unanticipated. The essure inserts consist of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity. The manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, it was reported that since adolescence intolerant to contact with costume jewellery which strongly suggests contact allergy to nickel. Given the nature of the event, a causal role of essure for the erythematous rash cannot be ruled out (related). Regarding the inflammatory joint condition, considering the local action of essure in the fallopian tubes, causality is considered unrelated. This case was classified as incident because device removal was required. A product technical analysis is expected.

Manufacturer narrative:
This case was initially received via (B)(6) (reference number: (B)(4)) on 28-feb-2017. The most recent information was received on 27-apr-2017. This spontaneous case was reported by a physician and describes the occurrence of rash erythematous ("pruritic erythematous skin rash in plaques with random fleeting localisation lasting 30 minutes"), arthralgia ("multiple joint pain with inflammatory time pattern for 4 years") and polyarthritis ("multiple joint pain with inflammatory time pattern for 4 years") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dermatitis due to metals (since adolescence intolerant to contact with costume jewellery which strongly suggests contact allergy to nickel), breast lump (benign), breast lump removal in 2007, tenosynovitis, wrist surgery in 2005, ligament repair (ligament repair on shoulder on two occasions), ligament disorder, knee pain (knee pain with nocturnal awakening and onset of pain in other joints.) In 2001 and joint pain in 2001. Previously administered products included for an unreported indication: beta blocker. Past adverse reactions to the above products included extrasystoles with beta blocker. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced rash erythematous (seriousness criteria hospitalization and intervention required), arthralgia (seriousness criterion hospitalization), polyarthritis (seriousness criterion hospitalization) and asthenia ("asthenia"). In (B)(6) 2017, the patient experienced influenza like illness ("flu-like episode"). On an unknown date, the patient experienced burning sensation ("burning sensation on the palms"), drug use disorder ("corticosteroid dependency"), spinal flattening ("loss of cervical lordosis"), spinal osteoarthritis ("posterior facet joint osteoarthritis"), intervertebral disc degeneration ("disk osteoarthritis at c5-c6, c6-c7 and c7-c8"), tenosynovitis ("effusion around the sheath of the finger extensor tendons in left wrist, grade-2 synovitis on b-mode, in wrists and ankles") and patellofemoral pain syndrome ("knee pain, suggesting a patellofemoral pain syndrome"). The patient was hospitalized on (B)(6) 2017. The patient was treated with prednisolone (solupred [prednisolone]), cortisone, ibuprofen, panadiene co (dafalgan codeine), ketoprofen (bi-profenid), naproxen, proton pump inhibitors and surgery (laparoscopic bilateral salpingectomy, essure removed due to medical reasons). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the rash erythematous, arthralgia, burning sensation and drug use disorder had resolved. At the time of the report, the polyarthritis, asthenia, influenza like illness, spinal flattening, spinal osteoarthritis, intervertebral disc degeneration, tenosynovitis and patellofemoral pain syndrome outcome was unknown. The reporter considered arthralgia, polyarthritis and rash erythematous to be related to essure. The reporter provided no causality assessment for asthenia, burning sensation, drug use disorder, influenza like illness, intervertebral disc degeneration, patellofemoral pain syndrome, spinal flattening, spinal osteoarthritis and tenosynovitis with essure. The reporter commented: on (B)(6) 2017, at rheumatology unit, physician found multiple joint pain in knees, ankles, wrists and elbows was presented, with inflammatory time pattern that started four years ago soon after placement of the essure in (B)(6) 2011, worsening in 2012, clear aggravation since (B)(6) 2015, also pruritic erythematous skin rash in plaques with random fleeting localisation lasting 30 minutes and asthenia. Patient was hospitalized. Removal of essure on (B)(6) 2017, joint pain, the skin rash and burning sensation on the palms immediately resolved. Tests on removed coils were performed. Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: negative (normal). C-reactive protein - on (B)(6) 2017: 10 mg/l; in (B)(6) 2017: 18 mg/l (elevated). Dna antibody - on an unknown date: negative (normal). Rheumatoid factor - on an unknown date: negative (normal). In 2005: pathological anatomy examination for left tenosynovitis: negative on unknown date: x-rays of the hands, feet and ankles: unremarkable. X-ray of the lumbar spine: posterior facet joint osteoarthritis. X-ray of the cervical spine: loss of cervical lordosis and disk osteoarthritis at c5-c6, c6-c7 and c7-c8. Ultrasound scan in the community: effusion around the sheath of the finger extensor tendons in the left wrist. On (B)(6) 2017: examination: pain at around 7 on the visual analogue scale. Morning limbering up takes 30 minutes despite cortisone 20 mg. She reported nocturnal awakenings at 3:00 am. Clinically, the wrists were slightly boggy. I noted, in particular, bilateral ankle swelling, more marked on the left. She had knee pain, mechanical in nature, on her first steps and when descending stairs, which suggested a patellofemoral pain syndrome. Ultrasound of the wrists and ankles: grade-2 signal on doppler mode with grade-2 synovitis on b-mode, in wrists and ankles. Suggestion: switch her corticosteroid therapy to cortancyl, prescribed her with sessions of physiotherapy for strengthening of the vastus medialis for her patellofemoral pain syndrome on (B)(6) 2017: allergy tests on removed essure coils: -colorimetry/spot test for nickel: entirely negative on the various parts of each insert, which indicates that the quantity of nickel released is less than (not reported) -patch tests (standard european battery, which contains among other metals, nickel, and with another battery of metals that contains, among others, titanium, which is the second metal present in the alloy nitinol used to make the inserts): a reading at 48-72 hours (no result reported) the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 05-jun-02017 for the following meddra preferred term: - rash erythematous - the analysis in the global safety database revealed 03 cases. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-jun-2017: quality-safety evaluation received. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.